Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician deployed and detached initial ruby coils into the target vessel using a lantern delivery microcatheter (lantern). While the physician was attempting to deploy a new ruby coil into the target vessel, the lantern slid back into the other manufacturer's glide catheter. Consequently, the ruby coil accidentally started to coil inside the glide catheter and the physician decided to retract it; however, while the coil was being retracted, it unintentionally detached. It should be noted that the patient's anatomy was normal and not extremely tortuous. It is unknown if any resistance was experienced while retracting the ruby coil; however, the physician did not apply extra force. The ruby coil, lantern and glide catheter were all removed from the patient. The physician deemed the embolization of the splenic aneurysm complete at this point and no additional coils were used. It should be noted that there were no reported issues with the lantern. Additionally, the physician did not use a rotating hemostasis valve (rhv) but did flush the lantern with a syringe after each coil during the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked in multiple locations and the distal polymer section was separated from the distal detachment tip (ddt). The embolization coil was detached from the pusher assembly, had a fractured stretch resistant (sr) wire, and was unraveled. Conclusions: evaluation of the returned device revealed that the pet lock was intact, the polymer portion of the pusher assembly was fractured, and the embolization coil was detached from the pusher assembly. This likely occurred due to improper handling during use. If excessive force is used during retraction, the polymer portion of the ruby coil pusher assembly may elongate and separate from the ddt, effectively extending the ddt beyond the reach of the pull wire distal end. This will allow the proximal constraint sphere of the embolization coil to become detached from the pusher assembly. Further evaluation revealed that the sr wire was fractured and the embolization coil was unraveled. This damage may have occurred due to manipulation of the ruby coil or the lantern through the non-penumbra catheter after the embolization coil began to coil inside the non-penumbra catheter, as was reported in the complaint. Further evaluation revealed that the ruby coil pusher assembly was kinked. These kinks were likely incidental and may have occurred during packaging of the device for return. The lantern and non-penumbra catheter mentioned in the complaint were not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.